Event description:
It was observed that during the device evaluation, the subject device exhibited rust around the light guide lens and a detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the distal end was detached due to peeling bending section cover glue. A root cause for corrosion on the objective lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.